Manufacturer narrative:
Based on the available information provided, the cause of the patient¿s reported operative complications cannot be determined. The surgeon stated that there were no arcing events or bowel injury during the procedure. The ureter was injured and repaired; however, the surgeon stated the injury was not due to a davinci product. Intuitive followed up with the patient via phone and the patient provided the following additional information: he had spoken to someone that told him that there was a class action against intuitive and all he had to do was to call isi and get paid. It was explained to him that there had been a product recall in 2013 that resulted in numerous lawsuits that included allegations of arcing incidents, but that the product issue had long been resolved and was not relevant to his case. The patient was informed that intuitive had spoken to the surgeon and had looked at his records, and intuitive had no evidence that any intuitive product did not work as intended or caused the patient¿s injury, but invited the patient to provide evidence to the contrary if he had any. Review of the system logs for the procedure found that the energy instrument used during the procedure was the monopolar curved scissors (mcs). There were 2 procedures on that day where an mcs was used and there were no errors related to arcing found for either procedure. As the surgeon stated there was no arcing, a site review of the reusable instruments from the procedure was also performed and there have been no complaints or issues filed for those instruments. Additionally, no related system errors occurred that would have likely caused or contributed to the reported complications. A device history review (DHR) was performed and it was confirmed that there were no related non-conformances documented on the instruments used during the procedure. Section e: the patient's protected information (name, phone number, email) was not included. The address provided reflects the user facility information.

Event description:
A patient reported that complications occurred during a da vinci-assisted radical prostatectomy and stated he was seeking compensation from the company. The patient stated that the surgeon informed him that ¿the machine caused arcing and resulted in both ureters and the bowel being severed.¿ he also stated that he experienced multiple complications such as: the stitches ¿ripped¿ requiring suturing, severe bleeding with cardiac arrest for 1.5 minutes, required ureteral stents, experienced a prolonged hospital stay (45 days) and readmission for another 2 months. The intuitive surgical clinical sales representative contacted the surgeon who stated that there were no arcing events or bowel injury during the procedure. The surgeon confirmed that the ureter was injured and repaired; however, the surgeon stated the injury was not due to a davinci product. Attempts to obtain additional information were made; however, no additional information was provided.